Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed, the customer stated that the device was exposed to an MRI. Ran a displacement test and passed. The customer stated that he was able to rewind and prime. Performed a self test and the test failed. Advised the customer that the insulin pump will be replaced, and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test as a result of a loose drive support disk. However, the device passed the displacement test. The insulin pump had a missing end cap sticker.